Event description:
It was reported that there was sensing difficulty. Information from the patient's attorney alleges the patient received 38 shocks. The lead was explanted, and no patient complications were reported as a result of this event.